Event description:
During a routine check of the iabp, the customer observed the battery polarity to be reversed. The company representative stated "cable connector from psu to battery connector was welded to its mate on the battery assembly. 30a dc input fuse blown. Measured dc voltage from battery assembly and found tht polarity to be reversed. Customer had replaced the batteries with a pair of batteries on (B)(6) 2012." No patient was involved.

Manufacturer narrative:
The company representative confirmed that the batteries were purchased from maquet and were installed correctly. He observed that when they opened and inspected the battery assembly, the terminals on the battery were labeled incorrectly. The positive terminal is the negative pole of the internal battery. The issue is reported on both batteries, (B)(4). The company representative replaced the 0012-00-0785 cable, power supply to battery and 30 adc input fuse. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).